Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple infusion set occlusion alarms with persistent hyperglycemia around 320 mg/dl, observed moisture at the disconnection point, and required troubleshooting and education on occlusions and insulin on board; the event resolved only after changing the infusion set and supplies. Symptoms included hyperglycemia. Outcomes included the need for infusion set replacement and temporary interruption of normal insulin delivery until the site was changed. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that pressure buildup consistent with an occlusion was suspected and that replacing the infusion set and supplies resolved the alarms and high glucose. It was concluded that the event was due to an infusion set occlusion that resolved with supply change.